Manufacturer narrative:
The device will not be returned for evaluation. An investigation of the device history record and post-market surveillance history is in progress and if additional information is obtained, a supplemental MDR will be submitted accordingly.

Event description:
This is a new jts revision case. The original stanmore case is pin (B)(4) jts (non-invasive) extendible distal femoral replacement. It was reported that the implant reached its max extension.